Manufacturer narrative:
UDI= (B)(4). The explanted devices were not returned to bsn. Additional suspect medical device components involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed infection at the midline incision site. Symptom was leakage. The patient was prescribed antibiotics. The patient underwent an explant procedure. The physician did not believe that the infection was device or procedure related.